Event description:
It was reported the patient initially underwent the surgery with the xia3. However, the surgeon found through an x-ray that the screw (l5 right) was broken and the blocker was pop out from the left screw head. Therefore the surgeon planned a revision surgery.

Manufacturer narrative:
Device history review; results: the xia 3 titanium polyaxial screw dia 6.5 x 40 mm was confirmed to be broken by sales representative. Reviews of previous investigations have shown that main causes of screw breakage post-op are material fatigue or instantaneous loading. It is not known if the patient experienced a trauma or participated in strenuous activity. Further patient information could not be obtained, but it should be noted that other factors that can impact the success of union are obesity, smoking, and patient pathologies. Conclusion: the device was not returned for evaluation; therefore a thorough investigation could not be completed and a potential root cause cannot be proposed.

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: the xia 3 titanium polyaxial screw dia 6.5 x 40 mm was confirmed by the sales representative and the surgeon through x-rays, to be broken. Per the correspondence it was further confirmed that the event occurred. A review of previous investigations has shown that the main causes of screw breakage post-op are material fatigue or instantaneous loading. It is not known if the patient experienced a trauma or participated in strenuous activity. Other factors that can impact the success of union are obesity, smoking, and patient pathologies. Conclusion: the exact cause of the screw breakage could not be determined and is likely multifactorial.

Event description:
It was reported the patient initially underwent the surgery with the xia3. However the surgeon found through an x-ray that the screw (l5 right) was broken and the blocker was pop out from the left screw head. Therefore the surgeon planned a revision surgery.